Manufacturer narrative:
Covidien reference number: (B)(4). The device is in evaluation/ repair.

Event description:
It was reported that while the paramedics were bagging the ht70 plus ventilator turned on to a blank white screen. The ventilator could not be turned off using the power switch. The paramedics played with the buttons and the ventilator turned off after about 10 minutes. During this failure the patient had to be bagged, this was a delay in patient care. There was no harm to the patient or adverse outcome attributed to the ventilator malfunction. The ventilator worked after turning it back on again and was used on the patient for the remainder of the trip to the hospital.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.